Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead could not fit in viable branch of coronary sinus. Subsequently, the physician elected to do a left bundle branch area pacing (lbbap) using a new lv lead. The patient had no consequences throughout the procedure.